Event description:
The customer called in to report hospitalization for dehydration due to high blood glucose levels. Customer stated that symptoms were due to diabetes ketoacidosis. Blood glucose level at time of hospitalization was 435 mg/dl and patient was receiving manual insulin injections. Customer declined troubleshooting and was advised that the insulin pump would be replaced. Blood glucose level at time of reporting was 501 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.